Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal (bilateral adnexectomy with bilateral cornuectomy)') in a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included breast prosthesis implantation since 2004, nickel sensitivity and uterine myoma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced memory impairment ("memory disorder"), fatigue ("intense fatigue"), alopecia ("hair loss"), visual acuity reduced ("decreased visual acuity"), tooth avulsion ("dental problems (4 avulsions)"), sleep disorder ("sleep disorders") and menopausal symptoms ("bothersome climacteric issues"). The patient was treated with estradiol (oromone), progesterone (progestan) and surgery (bilateral adnexectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, memory impairment, fatigue, alopecia, visual acuity reduced, tooth avulsion, sleep disorder and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, medical device removal, memory impairment, menopausal symptoms, sleep disorder, tooth avulsion and visual acuity reduced with essure. The reporter commented: the postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. The removal was performed by patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Amendment: the report was amended for the following reason: nullification: french health authority identified this report as duplicate / follow up to report #(B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal (bilateral adnexectomy with bilateral cornuectomy)') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included breast prosthesis implantation since 2004, nickel sensitivity and uterine myoma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced memory impairment ("memory disorder"), fatigue ("intense fatigue"), alopecia ("hair loss"), visual acuity reduced ("decreased visual acuity"), tooth disorder ("dental problems (4 avulsions)"), sleep disorder ("sleep disorders") and menopausal symptoms ("bothersome climacteric issues"). The patient was treated with estradiol (oromone) and progesterone (progestan). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, memory impairment, fatigue, alopecia, visual acuity reduced, tooth disorder, sleep disorder and menopausal symptoms outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue, medical device removal, memory impairment, menopausal symptoms, sleep disorder, tooth disorder and visual acuity reduced with essure. The reporter commented: that the postoperative aftermath was uncomplicated and the patient was authorized to return home with a prescription for analgesics and prophylactic anticoagulation. The removal was performed by patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.